Manufacturer narrative:
Initial reporter address and phone were not provided.

Event description:
The advocate stated the customer tested his blood glucose using 2 contour meters and received readings of 294 and 107mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution is to be sent for further troubleshooting. The customer address was not provided at the time of the call.